Manufacturer narrative:
External insulation abrasion was found at 49.7 ¿ 50.1 cm from the connector pin breaching the optim sheath only consistent with friction to another device.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-00844. It was reported that during an unrelated procedure for an infection unrelated to the device system, upon inspection of the explanted leads a significant breach of insulation was noticed. A review of x-ray showed that the atrial lead and the ventricular lead may have been rubbing against each other. Close inspection of the ventricular lead shows possible abrasion of the outer layer of insulation. A review of transmissions showed that the device at some point was reprogrammed. Some type of extraneous signal most likely from lead to lead collision was noted on the atrial channel of the egm. The patient¿s condition was stable.